Manufacturer narrative:
Approximate age of device: 6 years, 3 months. The replaced portion of the repaired percutaneous lead was returned for analysis. The evaluation is not yet complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a driveline fault alarm. The patient exchanged the primary pocket system controller to the backup epc system controller. During the process of downloading the log file from the epc system controller, the pump stopped briefly. The patient was reported to be asymptomatic. A log file was provided to the manufacturer's technical services representative for review. The data confirmed that the pocket system controller log contained driveline fault alarms prior to being disconnected from the patients pump. The pump appeared to have operated normally prior to the disconnection during system controller exchange. The epc system controller the patient switched to appeared to have reverted to backup mode as soon as it was powered on and connected to the percutaneous lead. According to the physician, a log file retrieval was attempted while the system controller was in this mode. This caused the pump stop experienced, which is consistent with expected behavior when log file retrieval is attempted from an epc system controller that is in backup mode. There was no data to indicate a short to shield condition within the percutaneous lead. The patient exchanged to a pocket system controller. X-rays provided to the technical services representative confirmed some shield stretching near the tapered end of the connector end bend relief. On (B)(6) 2016, the driveline fault alarms returned and a continuity test and percutaneous lead repair was requested. On 08/03/2016, the manufacturer's technical services representative conducted a continuity test which did not indicate any broken wires. The full available length of the distal end of the percutaneous lead was replaced with no issues. No issues were noted after the system was reconnected to a grounded cable.

Manufacturer narrative:
The report of driveline fault alarms was confirmed through a review of the submitted system controller log files. The returned pocket system controllers were tested with laboratory equipment and driveline fault alarms were able to be reproduced on both system controllers. Similar incidents have been identified and the issue has been addressed through the manufacturer¿s corrective and preventative action system. Additionally, one of the submitted log files contained a series of low speed events; however, a root cause for the events could not be determined. The evaluation of the replaced portion of the percutaneous lead revealed no functional issues. A distal end percutaneous lead (lead) replacement was performed on (B)(6) 2016 and approximately 21 inches of the replaced portion of the lead was returned for evaluation. Continuity testing of the lead found all wires to be electrically intact and resistance testing using a micro ohm meter found that each wire had approximately the same resistance. Removal of the outer silicone jacket and clear bionate layers revealed some breakdown of the braided shield in the bend relief area. Visual examination and high potential testing of the underlying wires was unable to identify any area of compromised wire insulation. Manipulation of the wires found each wire to be intact. The returned portion of the lead was connected to a test pump and test pocket controller and operated the pump with no notable alarms or issues. A direct correlation between the lead and the events recorded in the log file could not be conclusively determined. The epc system controller in use at the time of the event was not returned for evaluation; however, the reported incident of a pump stop while the log file was being downloaded from the epc system controller was confirmed based on the information contained in the submitted log file. The events recorded revealed that the system controller was connected to the power module at the time of the event. The pump disconnected and backup mcu alarms were active indicating that the system controller may have been inadvertently forced into backup mode. The events following indicate that the driveline was connected to the system controller and the system recovered operating at the set speed value of 10,000 rpm. The pump speed interruption is a known issue with the epc system controller with the 4.16 version software installed. The system controller¿s ability to operate an lvad can potentially be interrupted or stopped if an attempt is made to download the system controller¿s history or log file while it is operating in the backup mode. A review of the device¿s device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.